Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. Visual examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a blepharoplasty procedure on (B)(6) 2016 and suture was used. During the procedure, the needle disassembles when the surgeon was making the suture line and the needle entered the patient's eye. MRI was performed to find the needle. The surgeon opened up incision and try to take the needle while dissenting superficial planes. The needle was retrieved from the patient during the initial procedure. Another like device was used to complete the procedure.